Manufacturer narrative:
Allegation (perforation) was not confirmed, cut was noted in the outer insulation - 22 cm from the terminal end - likely explant damage and x-ray showed no conductor issues. (B)(4).

Event description:
It was reported that this lead was explanted as it migrated through the hearts wall. Device returned and analyzed. No additional adverse patient effects were reported.